Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
Additional information was received that the programming tablet and wand were received for analysis. Analysis on the programming wand was completed. Analysis showed that the wand failed to communicate during functional testing. The serial data cable, which produced communication errors, had intermittent conductors at the handle location. A known good bench serial data cable was substituted and all communications errors cleared. Continuity testing of the battery cable passed. After the serial data cable was substituted, the programming wand performed according to functional specifications. Analysis of the returned tablet revealed no observed anomalies; the tablet performed according to functional specifications.

Event description:
It was reported that the company representative's programming tablet was unable to interrogate two different generators. It was reported that a communication error message was observed. It was reported that the tablet was not plugged into an electrical outlet and the wand battery was working. A known good wand was exchanged and the communication error continued. A known good usb cable was used and the tablet would still not interrogate the generators. The company representative was provided a new programming tablet. The nonfunctional tablet is expected to be returned for analysis, but has not been received to date.

Event description:
It was reported that the programming tablet is unable to be located. The tablet has not been received to date.